Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that after unusual measurements were noted, lead dislodgement was observed via x-ray. When repositioning was unsuccessful the lead was explanted and replaced. No adverse consequences to the patient.